Manufacturer narrative:
Investigation summary: sample evaluation: 17 loose 1ml assembled syringes were received by bd canaan and reported to be from batch #7054884. There were three individual pieces of graph paper with samples taped to them. The samples were visually evaluated. The syringes were found to have a light gray strip about ¼¿ wide encircling the barrel. The gray band was located approximately at the .05ml line and is located inside the barrel. When the stopper is bottomed out, the band fits between the stopper¿s front and back ribs slightly less the distance between the two ribs. The barrel was cut open and the gray band was inspected under magnification. It appeared to be silicone and was easily wiped off with a cotton swab. However, it could not be definitively identified. DHR review for batch 7054884: manufacturing dates: 03/02/2017 to 03/03/2017. Batch quantity was (B)(6). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7054884 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The product is sold as bulk non sterile. Based on the investigation results to date, it is unknown how this product was handled between leaving the manufacturing plant and the end user and therefore it is unknown what potentially interacted with the product and influenced its appearance resulting in the gray band. This is the first complaint received for this particular defect in this product, as it has not been seen before. Investigation conclusion: confirmed: bd (B)(4) was able to confirm the customer's indicated failure, however the defect observed could not be attributed to the manufacturing process.

Manufacturer narrative:
Device manufacture date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the printing scales were found defective on seventeen 1 ml bd luer-lok¿ syringes. In addition, the syringes had a ¿gray strip¿ under the stopper appearing to be foreign matter. There was no report of injury or medical intervention.